Event description:
I had a biozorb implanted as part of my care for breast cancer lumpectomy. I developed a seroma following surgery. I still experience some periodic mild to moderate pain which I understand may or may not be related. I followed up with oncology after learning of the recall. My np said that they typically do not report possible se's (side effects) and that is up to the patient. I'm respectfully and responsibly reporting.